Event description:
Clinical report states patient subluxed her hip when bending over. Update: (B)(6) 2012 litigation papers allege the patient has excessive levels of chromium and cobalt and it is believed that some components are becoming loose. Update: (B)(6) 2012-sales rep reported revision surgery due to osteolysis. Update: (B)(6) 2013-records received. Records indicated patient was revised due to osteolysis, brownish synovial fluid within joint, pseudotumor, and trochanter fracture. There was also corrosion noted on the taper on the trunnion and within the taper of the head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.